Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. It was subsequently reported that the device would not be returned. This report has been updated to reflect the corrected information complaint sample was not returned to codman and the serial number for the sensor was not provided; therefore, an evaluation of the device could not be performed and manufacturing records for the sensor could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints. Device not returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6), had falling accident. During the monitoring phase of icp surgery, error codeâ¿¿-99â¿¿ was displayed suddenly. Re-start but the machine indicated zeroing error. The surgeon had to remove the sensor directly. There was no report on patient injury.